Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the radiation was not being emitted when using the footswitch. The log file analyses was performed and from the logfile found that hand / foot switches are not functioning anymore. The procedure was completed with other system. Next day, the issue happened again and it was resolved by restarting the system. Later the issue repeated again and issue turned out to with the fdcsib. The (fse) field service engineer replaced the foot switch and cable. After replacement of the foot switch and cable the system was returned to use in good working order. ¿ the codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the radiation was not being emitted when using the footswitch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.